Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 04/18/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Issue resolved by unplugging the printer cable, rebooting the system then plugging it back in. The resolution was then re-adjusted. System is fully functional. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that when turning on the imaging system mobile view station (mvs), the monitor would show the logo screen and the cursor indicated that it was working. After this, the monitor would go completely blank and became unusable. When plugging in the slave monitor, the video displayed normally. There was no patient present when this issue was identified.